Event description:
Customer reported the monitors will go into sleep mode, and will not restore to normal operation. No patient injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the left monitor. System operates as intended.